Event description:
The issue is with the enfit portion, enfit twist connector. We remove the pointed slip end and hook the enfit connector into the feeding tube. The enfit piece has been shattering causing pieces to be stuck in the end of the extension tubing or just leaking. This has been occurring regardless of following all directions by making the connection by hand, twisting 1/4 turn. Reporting here on just one of the events but this has happened multiple times.